Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. The product is a vacuum relief valve that is sold to this distributor in non-sterile form for further processing/sterilization prior to sale to end-user. Initially it was reported the device sample was saved and would be returning to the manufacturer for analysis; however, the sample was not returned.

Event description:
The foreign distributor ((B)(6)) reported an issue encountered by their (B)(6) customer regarding the vrv-ii relief valve. The (B)(4) hospital reported that they encountered a blood leak at the suction valve while using the device in a procedure. It was reported there were no patient complications as a result of the alleged event. The report stated that another device was used to successfully complete the procedure. No patient information was provided to the distributor (age, gender, weight) from the german hospital. It was reported that the hospital retained the device to be returned to the manufacturer for analysis; however, the device has not yet been returned.

Manufacturer narrative:
There were no devices of this same lot number remaining in inventory for evaluation. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.